Manufacturer narrative:
(B)(4). Batch # t5cm5g. Investigation summary: the analysis results showed that one gst60w cartridge reload was returned unfired with 5 double driver missing, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from right proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the scrub tech attempted to insert the reload and experienced difficulty. He pressed the reload down with some force. When he removed the reload, the metal on the cartridge was bent near the proximal end of the deck. Another gst60w was opened and used successfully. There were no patient consequences.